Event description:
It was reported that during maintenance on battery, the cardiosave intra-aortic balloon pump (iabp) battery is stuck. There was no patient harmed reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery is stuck. There was no patient harmed reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer attended the site and located the unit to be repaired, performed visual inspection around the unit and everything looks as per normal. Further investigations shows that new batteries appeared to be slightly bigger then old batteries.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer evaluated issue found battery maintenance and the issue resolved by replacing the batteries, not returned dispose parts at customer site.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a